Event description:
The 3.0 x 18mm cypher stent had strut uplift.

Manufacturer narrative:
The patient was a male, age unk. The target lesion was the mid left anterior descending (lad). The lesion was de novo. The vessel was highly calcified and moderately tortuous. There was 95% stenosis. Radial approach was chosen for the procedure. A launcher 6f guiding catheter was engaged to the coronary artery and a whisper guide wire crossed the target lesion. Heavy calcification was observed from the proximal portion of the target lesion near the left main trunk towards the target lesion pre-dilation with a fortis 2.25 x 15mm balloon was conducted, but the lesion was under-dilated. Therefore, pre-dilation with another fortis 2.5 x 15mm balloon was conducted again. Then 3.0 x 18mm cypher stent (lot i0107090) was opened from the package and was being delivered to the target vessel. Since the cypher would not cross the target lesion, pre-dilation was conducted again. However, the cypher could not be delivered to the target lesion. Therefore, the cypher was retrieved from the patient and the physician confirmed the stent to be flared (which edge was unk). Physician decided to implant a driver 3.0m bare metal stent instead. There was difficulty crossing the lesion with the bare metal stent also, but eventually the stent was implanted successfully. Ivus was conducted and sufficient stent apposition was confirmed at the target lesion. The procedure was finished successfully. There was no reported patient injury. The device is distributed outside the united states; however it is similar to the united states product. The product is available for analysis. Additonal information will be submitted within thiry days upon receipt.